Event description:
Event description guidant received information that this newly implanted implantable pacemaker (ipm) presented with undersensing and intermittant loss of (ventricular) capture. Lead impedance measurements were stable. A cxr (chest xray) was taken.